Event description:
Pt admitted to medical center in 11/04 following pacemaker placement. About three weeks earlier pt coded a day after admission and expired. Review of code sequence strips suggests device failure.